Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va05dlq, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was currently on her 2nd interstim implant for her bladder. The first one she had for almost a year, and it seemed to work at first. Then, it didn't seem to be doing anything and got to the point where the patient was not feeling any pulsations. Problems with therapy started maybe 10 months after implant. At first managing hcp (healthcare provider) the amount of times she was going to the bathroom was normal, but then he had a representative come in who examined her and said it wasn't working. The patient was told the reason it wasn't working was because the wire was broken or disconnected. They kept asking the patient if she fell or got hit in the back and the patient stated no, she didn't. The patient noted she met with manufacturer's representative maybe 2 months before replacement surgery. The manufacturer's representative noted that they had no current knowledge of this issue. The patient had a new one (device) implanted in october. The new one was working and the patient could feel the pulses. It was noted that the hcp told the patient that when they put the 2nd interstim in, she had two incisions, one near her spine where the wire was implanted, and one where the ins is implanted. They told the patient they are afraid that because the patient doesn¿t have any fat on her butt, they had to attach the wire to her spine. The patient inquired about 4 different programs, stating that the hcp told her that all 4 programs are the same. The patient noted she had tried all 4 this morning and the only difference she can tell is if she increases stimulation. It was noted the patient never received interstim therapy guide. Patient services planned to mail a guide to the patient. If additional information is received, a follow up report will be sent.